Event description:
It was reported to gems that during a mfg inspection, it was noted that the retaining ring that is located on the translation shaft was found to be of higher thickness than the spec. This creates a possibility that the retaining ring can pop off which might result in the pinion that holds the translation chain to fall off the shaft or lose its woodruff key. This would cause the table to slide down the motor base. No incidents have been reported in the field.